Event description:
It was observed during the device inspection, that the gastrointestinal videoscopes exhibited white foreign material inside the air/water cylinder, air/water tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer identified the foreign material as simethicone and the cause of the foreign material remaining was unable to be specified. This issue is addressed in the instructions for use (IFU): the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.